Manufacturer narrative:
(B)(4). D2: the common device name and product code were populated with the best match based on review of similar devices. D4: it was reported that no additional information was available per the hospital/customer, therefore, no product identification is available. G2: foreign: australia. G4: device information has not been provided to identify the associated 510k. Visual examination of the provided pictures identified the explanted devices (head, liner, shell, and two screws) covered in bio-debris. No further evaluation could be made from the provided picture. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: fractured acetabular implant is displaced and loose and there is a dislocation. A definitive root cause cannot be determined. The complaint is confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient was revised due to implant breakage of the acetabular component, loosening, and osteolysis. There was also dislocation identified on the provided x-ray. Head, liner, cup, and the screw were explanted.